Event description:
A report was received from (B)(6), stating that the device will not lock onto the motor. The device was not being used during surgery. There also was no report of patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specifications, and it performed as designed with no problems noted. If additional information is received, a supplemental report will be sent. (B)(4).